Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: the rubber from the distal needle (sleeve) does not return to its initial position after the connection of the tube, and blood leaks from the adaptor.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: the rubber from the distal needle (sleeve) does not return to its initial position after the connection of the tube, and blood leaks from the adaptor.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: the rubber from the distal needle (sleeve) does not return to its initial position after the connection of the tube, and blood leaks from the adaptor.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but three photos and one video were provided for investigation. The photos and video were reviewed and the indicated failure mode for poor sleeve recovery/ sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by sleeve functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side piercing/ sleeve leakage. Bd determined that the root cause for the indicated failure mode was attributed to insufficient lubrication coverage on the np cannula causing the sleeve to not recover fully.